Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the perclose proglide (part 12673-03, lot 930026h) indicated is being filed under a separate medwatch MFR number.the device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery. Reportedly, the suture broke at an unspecified point during the procedure. A second proglide was used with the same results. Hemostasis was achieved using a third proglide device. There was no adverse patient sequela. Though requested, no additional information was provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, cuffs, link, needle tip, and monofilament were not returned. During testing, the guide tube was peeled and there was no abnormal observation with the condition of the device that could have contributed to the reported event. Due to the missing components and the condition of the device, the cause for the reported event could not be determined. There were no manufacturing or quality issues detected. Review of the device history record for this lot did not produce any findings relevant to this report.